Event description:
Distributor reports via e-mail that customer found a piece of green debris inside the handifil straw while they were filling the syringe with a contrast medium. Customer does not know if the debris originally had been inside the handifil straw or it had been in the contrast medium. Customer would like to have an analysis of the components immediately. Search of this lot number reveals no similar description.

Manufacturer narrative:
Manufacturing investigation pending. Product has not arrived from customer. Once product has arrived and investigation completed, a supplemental follow up medwatch 3500a report will be submitted.